Event description:
In 2009, the pt reported that 2 times in the past 2 weeks his infusion set tubing has torn or snapped. He stated he found this when he woke up, and it resulted in elevated blood glucose readings up to 20 mmol/l (360 mg/dl). His normal range is 6-7 mmol-l (108-126 mg/dl). He said the tubing may have caught on something. He stated the first time this happened he did not discover it right away, and his blood glucose did not discover it right away and his blood glucose did not return to normal until the end of the day. The second time this occurred he discovered the issue sooner, and his blood glucose returned to normal quickly. He stated he has only been using his insulin infusion device (competitor product) again for 1 month as he had a stroke 4 months ago and was taken off of his device. While disconnected, he said he used insulin injections and his blood glucose was in the 15 mmol/l (270 mg/dl) range. He discarded the infusion sets at issue. Courtesy infusion sets were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.